Event description:
It was reported that patient was having issues charging her ipg. The patient's database was analyzed and the result was the device appears to exhibit premature battery depletion. A decision will be made on whether the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient will not proceed with the revision procedure due to non-device related medical issues. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
It was reported that patient was having issues charging her ipg. The patient's database was analyzed and the result was the device appears to exhibit premature battery depletion. A decision will be made on whether the ipg will be replaced.

Event description:
It was reported that patient was having issues charging her ipg. The patient's database was analyzed and the result was the device appears to exhibit premature battery depletion. A decision will be made on whether the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement and was doing well following the procedure.

Event description:
It was reported that patient was having issues charging her ipg. The patient's database was analyzed and the result was the device appears to exhibit premature battery depletion. A decision will be made on whether the ipg will be replaced.

Event description:
It was reported that patient was having issues charging her ipg. The patient's database was analyzed and the result was the device appears to exhibit premature battery depletion. A decision will be made on whether the ipg will be replaced.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical and performance tests performed. The complaint was verified. The ipg exhibits premature battery depletion and excessive sleep current leakage exceeding the normal ranges. The patient¿s profile indicated that battery depletion rate change had occurred upon implantation. Troubleshooting to specific component level was impossible since both analog/digital integrated circuits are covered by epoxy resin. The source of the device damage was unknown.